Manufacturer narrative:
A steris account manager contacted the facility and held a conference call with several facility personnel regarding the reported event. During the call, the facility stated they were performing their own investigation and will not disclose any additional information with steris. Steris cannot confirm whether instruments were reprocessed before use in patient procedures, the completion status of the cycles that were run or whether the facility includes cis along with the bis in the system 1e cycles. The only information disclosed during the call was that the customer had been using expired s40 for four days and not a week as originally stated. The customer stated that they are not filing a complaint with steris, but rather inquiring about general information regarding s40 sterilant. The s40 sterilant packaging box contains directions for use. Section #2 of the directions for use states, "check that the manufacturer's expiration date has not lapsed. Do not use the s40 sterilant concentrate container past the printed manufacturer's expiration date." Additionally, the s1e operator manual (1-2) contains the following warning: "do not use s40 sterilant concentrate past the expiration date printed on the carton." Section (7-2) continues, "carefully inspect the carton containing the s40 sterilant concentrate for evidence of damage or expiration. Note: if the sterilant carton is damaged or expired do not use the container." The facility has accepted an in-service offer regarding proper use of s40 sterilant.

Event description:
The user facility reported they have been using expired s40 sterilant for approximately one week. The facility stated they will follow hospital protocol and contact the patients that were potentially affected. No further information regarding patients or procedural delays/cancellations was provided by the facility.